Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 09:00pm she tested on the subject meter which gave a result of ¿19.4mmol/l¿. The patient manages her diabetes by self-adjusting her insulin doses and administered her usual dose of lantus in response to the alleged result. The patient reported that ¿one hour later¿ she developed symptoms of ¿shaky and not with it¿ and the patient¿s husband tested her blood sugar on the subject meter which gave a result of ¿3.3mmol/l¿. The patient¿s husband gave the patient glucose gel and at 12 midnight on (B)(6) 2017 the emergency medical services (ems) were contacted, who performed a blood glucose test on an ems meter, which gave a result of ¿9.6mmol/l¿. At the same time the patient¿s husband tested her blood glucose using the subject meter which gave a result of ¿17.3mmol/l¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient was treated by the paramedics with IV glucose, which resolved her symptoms after ¿about half-an-hour¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used when testing. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after obtaining allegedly inaccurately high results on the subject meter.